Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient encountered infusion set fell off event. The blood glucose was reported 508 mg/dl and patient was hospitalized for 12 hours and treated with IV insulin. Patient changed infusion set and insulin delivery had resumed. No further information availables.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005151 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 for the code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch lifts or detaches during use). Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6005151 was manufactured according to the (wi) version 96 and packaging in the multivac 10, on 15/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6005151 and no other complaint has been registered in database for the same lot 6005151 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.